Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in both the eyes one day post treatment. The doctor smoothed the flap (no lifting reported). Account reported there was no loss of best corrected visual acuity (bcva). The patient stated reported halos/glare/shadows and that the vision was sharper in the right eye. On (B)(6) 2013, the patient's recorded visual acuity was 20/15-1 in the right eye, 20/20 in the left eye and 20/15 in both eyes.

Manufacturer narrative:
On 300(B)(6) 2013, flap was lifted and smoothed. This info was not included in the initial filing. Placeholder.

Manufacturer narrative:
(Folds/wrinkles). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.